Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a temporary mistake made by the user when attaching immediately after opening the package, as indicated by the investigation result. The event can be prevented by following the instructions for use which state: operation manual 3.4 attaching accessories to the endoscope, attaching the distal cover 9. Confirm that the bottom end of the distal cover does not spread as shown by the arrows in figure 3.22, and that the white ring of the distal end is not covered by the distal cover as shown in figure 3.22. Stroke the distal cover with your fingers and pay attention that the distal cover is not put over the distal end as shown in figure 3.23. Otherwise, the distal cover may be damaged. When continuing the examination with the condition like mentioning above is confirmed, the distal cover may slip off the distal end during the examination. Replace the distal cover with a new one. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the distal cover fell off after installation. This issue occurred after a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Correction to h6.